Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump platen door was found to be bent so severely that it could not be closed. Because the platen door could not be closed, the pump is unable to be used at all. The pump appears to have sustained impact damage and was rendered unusable by the platen door being bent. Mmdg was unable to confirm the original complaint because based on the condition of the pump it could not be investigated.

Event description:
The initial reporter stated that the pump was not delivering after the run button was pushed. Mmdg did follow up with the initial reporter who stated that there was no patient involved and that when you press run you could hear the motor "thunking" but that nothing would come out of the tubing. (B)(4).